Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and pulmonary embolism with heart strain. At some time post filter deployment, it was alleged that the filter tilted, detached and allegedly caused caval thrombosis. The device and filter limbs were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, a few days post filter deployment, computed tomography revealed an evolving pulmonary infarction in the left lower lobe with new pulmonary infarct in the lingula. Approximately two months later, computed tomography revealed small pulmonary embolus that was draped over the bifurcation of the pulmonary trunk. This was suspected to be the old pulmonary embolus. There was an inferior vena cava filter noted. There was minimal low density extended cephalad of the filter, within the inferior vena cava, that measured approximately 1 cm in length. Approximately three weeks four days later, retrieval attempt was made. Subsequent, initial vena cavogram revealed appropriate position of the inferior vena cava filter, although more rightward tilted, without evidence of perforation. Through the ultrasound-guided right internal jugular vein access, a 21-gauge 4 french micro-access was obtained, and a 0.035-inch bentson wire guide was advanced into the inferior vena cava under fluoroscopic guidance. Multiple devices were used and the bard denali inferior vena cava filter was then retrieved under real-time fluoroscopic guidance that utilized the recovery cone. Approximately two weeks later, chest x-ray revealed a new metallic opacity in the left lower lobe. Approximately three weeks later, computed tomography revealed there was a slender remnant of the previous right lower lobe pulmonary artery filling defect within the right lower lobe pulmonary trunk. There was a new oblong metallic opacity in the left lower lobe located in or adjacent to a branch point of the left lower lobe posterior basal segment pulmonary artery. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter limb detachment. Based on the medical records provided, there is no clear evidence to confirm for filter limb detachment as it reported that the ¿a new metallic opacity in left lower lobe, also visible on the most recent chest x-ray and differentials included embolization coil or alternatively a fragment of the patient's inferior vena cava (ivc) filter¿. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and pe with heart strain. At some time post filter deployment, it was alleged that the filter tilted, detached and allegedly caused caval thrombosis. The device and filter limbs were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three months post filter deployment, the patient underwent retrieval of the filter. An initial venacavogram demonstrated appropriate positioning of the ivc filter, although a now more rightward tilt, without perforation. The spot radiograph demonstrated complete filter removal. However, approximately three weeks later, a CT noted a new metallic opacity in left lower lobe, also visible on the most recent chest x-ray. Differentials included embolization coil or alternatively a fragment of the patient's ivc filter. Therefore, the investigation can be confirmed for filter tilt. However, based on the provided medical records, the investigation is inconclusive for limb detachment as it is unclear if the metallic opacity in left lower lobe is a fragment of the patient's ivc filter or embolization coil. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and pe with heart strain. At some time post filter deployment, it was alleged that the filter tilted, detached and allegedly caused caval thrombosis. The device and filter limbs were removed percutaneously. The current status of the patient is unknown.